Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017 the receiver displayed low transmitter battery. No additional event or patient information is available. Data log was reviewed for evaluation on 04/11/2017. Complaint for a low transmitter battery could not be confirmed, however a permanent loss of connection was found and confirmed. The root cause could not be determined, post investigation. Based on the findings of a permanent loss of connection this is now reportable. Complaint device was returned for evaluation. A visual exterior inspection was performed on the transmitter and it passed. A voltage test was performed on the transmitter and it passed, resulting in 0.21 volts discharged. A pairing test was performed on the transmitter, with the nordic bluetooth pairing device and it passed. A functional test was performed on the transmitter and it passed. Share data logs were reviewed, finding no observation of the complaint. The complaint of low transmitter battery could not be confirmed. The root cause could not be determined post investigation.